Event description:
It was reported to philips that while the device was being evaluated for a different problem, it was found that the adult paddles that were being used showed quite a bit of wear and needed replaced. No patient involvement reported. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to faulty paddles. Based on the conclusion of the investigation, it was determined that this was a malfunction of the paddles. A quote was sent to the customer. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.